Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing with pacing inhibition. It was reported the patient is pacer dependent and that they had recently had a syncopal episode. There was a concern the lead was fractured. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.